Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported the customer accidentally delivered a max bolus to their body from the scroll wrap feature on their insulin pump. The customer stated the issue occurred twice. Customer also reported they had over-delivered insulin to their body due to the issue, but they were okay. Customer was advised they would be contacted when the issue was fixed. No additional information provided.